Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011058, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011058 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 4 on 14-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc 1515780. 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets kinked cannula events on (B)(6) 2025. Events occurred within three hours of insertion. The insertion site was the abdomen. Blood glucose level was 490 mg/dl at the time of the event due to which patient took assisstance from the hospital and got treated with insulin drip for 24 hours. Patient was found positive for ketones level and ketone levels were found to be life-threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.